Event description:
Caller reported blood glucose results of 445 mg/dl on inform system 1, 189 mg/dl on inform system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch (B)(6) is for inform system 1, medwatch (B)(6) is for inform system 2.